Manufacturer narrative:
Zhang, jia-rong, and lee yuan-chieh. "Letter to the editor: a retrospective study of 199 xen45 stent implantations from 2014 to 2016." Journal of glaucoma, may 2019; doi:10.1097/ijg.0000000000001281. The reported events of endophthalmitis, vision loss and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of pain, visual loss as vision loss and acute endophthalmitis in the left eye were noted in the article: "letter to the editor." Journal of glaucoma, may 2019; doi:10.1097/ijg.0000000000001281.